Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the reported phenomenon ¿no image¿ occurred because the video function did not work properly due to a faulty cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the evaluation when the otv-s400 processor was connected, there was a black screen and no camera image found, and no error code was displayed. It was found that the issue was caused by a fault within the camera cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus representative reported on behalf of the customer that the 4k camera head had no image. There were no reports of delays nor patient harm reported or impact associated with the reported event.